Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one of the non-boston scientific leads eroded through the patient's skin; it is unknown if it was the non-boston scientific right atrial or right ventricular lead. Due to the age and frailty of the patient the physician opted to place the entire system subpectoral and administer antibiotics instead of explanting the system. The revision procedure was successful and all products remain implanted. No additional adverse patient effects were reported.